Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and a detachment issue occurred. On 11/20/2019, additional information was received indicating a 61-year-old 88 kg male patient underwent an ablation procedure and experienced excessive bleeding. During the procedure, the port of sheath physically broke into two pieces. In addition, the hemostatic valve was detached from the sheath. The sheath was replaced, and the procedure completed. On 12/6/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, the bwi pal found an embrittled brim cap. Hemostatic valve remained intact. The observed embrittled brim cap has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and a detachment issue occurred.during the ablation phase the port of the sheath physically broke. The investigational analysis completed 12/20/2019. The device was inspected and the brim cap was found broken. In addition, the hemostatic valve and friction ring were detached. However, the brim cap and hemostatic valve and friction ring were not returned. A manufacturing record evaluation was performed and no internal actions were identified. The brim cap broken condition reported was confirmed. This condition may have contributed to the bleeding reported on the additional information received. The root cause of the damage on the hub cap cannot be determined. However, an internal investigation was created to investigate this issue. Manufacture reference no:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and a detachment issue occurred. During the ablation phase the port of the sheath physically broke. Sheath replacement resolved the issue and the procedure was completed. No adverse patient consequences were reported. The observed detachment issue has been assessed as an MDR reportable malfunction.